Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient visited a surgeon for an assessment of the peg stoma site, which was discharging fluids for quite some time. She received zinadol 500mg 1x2 for 15 days and the discharges decreased. The surgeon recommended changing the tubes due to age and because there was a possibility of infection. The disposition of the peg tube was not reported.